Manufacturer narrative:
The received device had the needle mechanism deployed and the formed needle was visible in the exposed portion of the soft cannula. Blood was observed on the adhesive pad as a result of the exposed needle. Inspection of the device found that the formed needle was dislodged from the slide retract and damage was found to the slide retract, indicating the hard cannula was improperly installed. No other damages or defects were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours.